Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they could not power their device off and had to remove the batteries to shut the device off. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the power button was inoperative.